Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that the rh(d) negative control reacted falsely positive with erytype s rh donor when testing on tango optimo. The customer used an o rh(d) negative patient sample as control. The customer announced to send in the supposedly defective product and the patient sample that had caused a false positive test result for investigational testing. We are still waiting for the sample.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported an unexpected positive reaction with erytype s rh donor of a o neg patient sample for qc. The same sample was used as qc for erytype s ab0 donor and erytype s abd+rev. A1,b with correct negative reactions. The customer did return two plates of the allegedly defective lot of erytype s rh donor for investigational testing but not the patient sample that had caused the false positive reaction. Our quality control laboratory tested both returned samples on tango optimo with 10 negative edta and two positive edta samples. All reactions were correct, we did not observe any false positive reaction. Testing in our quality control laboratory showed that the allegedly defective lot of erypype s rh donor functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.